Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited less than 200 ohms impedance and capture and sensing anomalies. The patient experienced some pocket stimulation but was not feeling symptomatic. A chest x-ray revealed lead insulation damage near the patient's clavicle. The lead was capped and replaced.